Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Visual inspection revealed that the pole clamp had loose screws. To correct the condition, the screws were adjusted. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged pole clamp. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.